Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a patient burn after cardioversion. The device was in use on a patient. Additional details have been requested.

Manufacturer narrative:
The available details indicate that the reported issue was related to the heartstart hands-free cable. The patient experienced first-degree burns over 4-4.5% and did not require medical intervention and was discharged; this does not meet the definition of a life-threatening or serious injury. First and second-degree burns are known and common risks inherent in defibrillator use during a cardioversion procedure. As such, this complaint is being updated from a serious injury to a product problem. The philips heartstart adult pads instructions for use (IFU) provide the following warning: "misuse or misapplication of any electrode pad may result in patient burns or ineffective therapy. Note: reddening of the skin is normal." A new cable was installed and the device was returned to full functionality.

Event description:
It was reported there was a patient burn sign after cardioversion. The device was in use on a patient.